Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an internal power supply failure. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori-assisted tka, when the real intelligence cori was being moved, the screen would go black and then come back on in 10-15 seconds, however, after initial black out of the screen the case proceeded as normal until going after the planning screen. When going to execute the cut screen, the screen blacked out for 10-15 seconds then froze on the cut screen and no changes were able to be made. They could not go back and change plan and proceed with cori case without hard rebooting the unit. Surgery was performed after a non-significant delay, with manual instrumentation. No patient complications were reported.